Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation.the device was visually inspected and no defect was found. Voltage testing was performed and passed. A pairing test was performed with a known good transmitter and passed.functional testing was performed and there was no failure detected related to the complaint. A review of the downloaded data log confirmed the reported event of loss of connection.the probable cause of the loss of connection could not be determined.

Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are being submitted: 171228-000779, 171228-000771, 171228-000757, 171221-000778 ,171228-000732 ,171228-000726 ,171228-000718,171228-000706 ,171228-000702,171228-000691,171228-000621.

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, a loss of connection between the transmitter and smart device occurred. No additional patient or event information is available. Data was returned and evaluated. The reported event of a loss of connection was confirmed via data. A root cause could not be determined.